Event description:
It was reported that a patient underwent a sling procedure to treat stress urinary incontinence on (B)(6) 2003. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that after implantation the patient experienced pain, erosion, extrusion, infection, recurrence, bleeding, dyspareunia, vaginal scarring and neuromuscular, urinary and bowel problems. It was reported that on (B)(6) 2004 the patient underwent cystoscopy and botox injection to the bladder wall. It was reported that the patient underwent revision in approximately 2011 and 2012 due to issues related to the pelvic region and vaginal mesh. It was also reported that on (B)(6) 2011 patient had interstem placement for bladder stimulation due to failed botox. On (B)(6) 2011 the patient underwent sling excision and myometoctomy. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced dysuria, urinary frequency, bladder muscle dysfunction, nocturia, urgency, urine leakage, and urinary tract infection.

Event description:
It was reported that following insertion the patient experienced dysuria, urinary frequency, bladder muscle dysfunction, nocturia, urgency, urine leakage, and urinary tract infection.